Event description:
Info regarding devie type was not provided. "Early results were super, but then, two of the screws pulled out of the corroded pubic bone, leading to failure." No further info was provided.